Event description:
After the breast implant surgery ((B)(6) 2012) within a month I was diagnosed with asthma/pneumonia and had bronchitis several times that year and the next day and by (B)(6) 2012, I started to have reactions to food (gluten, soy, watermelon). I also started to see a urologist. My kidney function started to decline and I was having problems urinating and then I started missing my period and was always late. By 2013-2018, I started having problems with blood flow and started to limp around and the doctors found nothing. Also I had shingles in 2014 on my left breast to under my armpit. I also had a swollen lymph node in my left armpit the entire time I had the implants. Before I explanted (B)(6) 2018, for about a year I had symptoms that got progressively worse till I was in bed all day. Examples: joint pain and soreness, hair loss, eczema, ringing in ears, seeing stars, the feeling of being drunk all day but worse in the morning, dehydration, constantly peeing orange frothy urine and heart palpitations and high blood pressure, night sweats, burning and pain in the breast area to armpit, foul body odor, frequent urination, and a choking sensation with breathing problems that all went away immediately after explant.